Manufacturer narrative:
Device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition. This conclusion code is based on the available information, anatomical characteristics and the record review conducted at the complaint investigation site. It was reported that the balloon ruptured during the procedure. Based on the available information it is likely that the reported balloon damage was due to interaction between this device and the patient anatomy (90% stenosis, severe calcification and moderately tortuous). The complaint did report that the device was leaking air. It is noted that as part of device preparation the user is instructed to deflate the device and not to use the device if air is in the device. (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed, 10 x 3.50 mm target lesion was located in the moderately tortuous and severely calcified right coronary artery. The 10mmx3.50mm wolverine cutting balloon was selected for use. However, the balloon ruptured and was leaking air. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed, 10 x 3.50 mm target lesion was located in the moderately tortuous and severely calcified right coronary artery. The 10mmx3.50mm wolverine cutting balloon was selected for use. However, the balloon ruptured and was leaking air. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.